Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed. Results description: the reported issue was not present during investigation. Incoming pump inoperable due to device alarm 2013 internal error at power-on. Replace motherboard #34521348 and perform delivery accuracy check. The product evaluation determined that the reported issue was not confirmed. Incoming pump inoperable due to device alarm 2013 internal error at power-on. . Active device history log review: n/a defect confirmed [x] defect not confirmed details of history log: log review shows last infusion on (B)(6) 2026 and 9:10pm with infusion start of 800ml/hr and 400ml (dl: mann20) followed by infusion stop at 9:10pm with volume infused to 0.15ml and pump put on standby. At 9:12pm pump was brought out of standby and infusion start. At 9:13pm pressure alarm stopped infusion with volume infused to 11.69ml. At 9:16pm an infusion start. At 9:45pm pump entered kvo with volume infused to 400ml and at 10:04pm infusion was stopped with volume infused to 409.21ml. At 10:04pm an infusion start with new vtbi set to 70ml. At 10:09pm pump entered kvo with volume infused to 479.21 and at 10:11pm infusion was stopped with volume infused to 480.09ml. No further infusions took place. On (B)(6) 2026 and 3:36pm pump was powered-on and new therapy selected but no infusion took place and pump was powered-off at 3:37pm.

Event description:
As reported by the user facility: over infusion.